Manufacturer narrative:
(B)(4). The device has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.

Event description:
Supervisor of clinical engineering called to report that a pca module delivered a large bolus of pain medication that was not programmed. He reported that the nurse stated that a large bolus of medication was delivered; however, she had not programmed once. She reported that she believed that the key pad on the pca module got stuck. No pt harm reported and no incident report was completed at the hospital. The clinical engineer stated that the pca module involved in this report had been sent to service at the hospital previously with the complaint of key pad sticking. The engineer had serviced the pump after the previous report and found no problem with the keys or the device. At the time of this event the pump was quarantined and has been out of service since (B)(6) 2009. Customer states no further event or pt info available.